Manufacturer narrative:
(B)(4). The medtronic customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the compressor backplane, compressor power distribution and power controller pcb (printed circuit board) and updated the software to the current revision. The cse performed extended self-testing on the device and all tests passed.

Event description:
Medtronic received information stating that while in use on a patient a 980 ventilator generated a battery alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.